Event description:
Rptr was making 3-in-1 tpn using container. Bag has an opacity which makes it difficult to view the solution for precipitates prior to adding lipids. Also the clamps are not easy to completely close, causing the solution to go into bag when you don't want it to.